Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. No impact to the customer's blood glucose. Reportedly, the customer reverted to manual injection as alternate insulin therapy.